Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test. The sensor failed per specifications. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
Customer reported that her blood glucose was 256 mg/dl. Customer stated that she was having problems with her sensor, it was alarming sensor error. Customer stated that she pulled it out and a piece was left in her body. Advised to attempt to remove the remaining of the cannula, or seek medical attention to removed it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.